Event description:
It was reported that the patient underwent revision procedure due to the right cylinder eroded into the distal urethra and pain during urination with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted on the side that was not compromised.